Manufacturer narrative:
Section g3: date received by manufacturer was inadvertently sent as "jul 24, 2020" in the initial report. The correct date is jul 22, 2020. Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii left ventricular assist system (hmii lvas), serial number:(B)(6). (B)(6) was returned assembled with the driveline (dl) cut approximately 3¿ from the pump housing, and the distal end was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. It should be noted that the silicone sleeve over inflow conduit flex section was torn. The underlying tissue was split as well, and there was no atypical tissue ingrowth filling in the tear, which is suggestive that this tear occurred as a result of the explant process. The tear did not appear to be present while (B)(6) was supporting the patient. The outflow graft and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. An outflow graft bend relief collar was returned detached and was unremarkable. Evaluation of the inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Upon disassembly of the pump, visual examination of the proximal side of the outlet stator revealed a white and red thrombus formation that was loosely seated in one of the stator vanes, and contacting the outlet bearing ball. This thrombus formation was tissue-like and maintained its structure upon being removed from the stator, suggesting that it was present while (B)(6) was supporting the patient. The evaluation could not determine a specific cause for the development of the observed thrombus formation or a duration of time for which it was present in the device. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the patient's elevated lactate dehydrogenase (ldh). No additional developed depositions or thrombus formations were observed during the examination of the pump¿s blood-contacting surfaces. The device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2014. The heartmate ii lvas IFU is currently available. Section 1 of this IFU lists hemolysis and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and international normalized ratio (inr) range. This section outlines indications of pump thrombosis as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent pump exchange due to elevated lactate dehydrogenase (ldh) and clinical indications concerning of pump thrombosis.

Event description:
It was reported that the patient was admitted with elevated lactate dehydrogenase (at 1600) , shortness of breath and fever. Patient is covid negative. Tbili is at 1.9. Patient underwent heartmate ii to heartmate 3 exchange on (B)(6) 2020. The device will be returned for evaluation.